Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was scheduled to have their pacemaker system replaced with a cardiac resynchronization therapy defibrillator system due to a need for increased therapy. Prior to the revision, a catheter procedure was performed and the physician was concerned that they may have damaged this right atrial (ra) lead. Reduced sensing was observed and the decision was made to replace this lead at the time of the therapy upgrade. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.